Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler screen was blank during an unknown phase. The patient pressed ok, stop and touched the screen, but the screen remained blank. The ok and stop keys made sound when pressed and when the patient rebooted the cycler, the keys lit up but the screen remained blank. The fresenius technical support representative advised the patient the cycler would be replaced due to the blank screen. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment via manuals on the day of the reported event and until the replacement arrived. The nurse confirmed that the cycler replacement was received; however, the nurse was unsure if the old cycler has been returned already. Additionally, the nurse mentioned that the patient has been completing treatments on the new cycler since it was received. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane touch screen test ¿ failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2411 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.